Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed the motion bar was not fully booting. The motion needed to be calibrated. Following calibration, the imaging system passed the system checkout and was found to be fully functional. Device manufacturing date unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the site said they were holding the m button for 20 minutes attempting to re-home the system. Technical services (ts) discovered the system was in stand alone mode, so ts recommended rebooting the mobile view station (mvs) and image acquisition system (ias), but the system was still stuck in stand alone mode. The site attempted to reboot the system one more time, however the reboot did not resolve the issue. The use of imaging was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.